Event description:
Patient reported obtaining a blood glucose result of 410 mg/dl on the suspect device. Patient indicated that, at the time the result was obtained, he was felling "weak and vague," and collapsed shortly thereafter. Emergency medical services were reportedly summoned on patient's behalf. Upon their arrival, an unspecified time after, patient's blood glucose reportedly measured 61 mg/dl. Patient was subsequently transported to the hospital. Patient stated that blood glucose, when tested on a hospital device, measured 81 mg/dl. No additional treatment was reported and patient was released the same day. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.